Event description:
Per the ivc filter placement report: "findings: the gunther-tulip filter apex is positioned at the superior endplate of l2. Post deployment cavogram confirms optimal filter position". Per the ivc filter removal attempt dated: "impression: no filter removal at this time. Though there was no blood clot within the filter, there was a filling defect above the filter at the level of the inferior vena cava. Collateral vein suggests that this may be chronic, though this is uncertain. After consultation, a decision was made for re-anticoagulation with followup in oncology". Per the CT abdomen with and without contrast (kidney) dated (B)(6) 2013: "findings: no apparent thrombus within the remaining visualized portions of the ivc, or major branch vessels". "Impression: persistent filling defect at and superior to the tip of the ivc filter appears similar to the previous examination versus mildly improved".

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: filling defect, unable to retrieve. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Unknown if the reported filling defect is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot number are unknown, however, the alleged tulip is manufactured and inspected according to controls. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4).blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook gunther tulip filter.occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received an unknown cook ivc filter on (B)(6) 2013 ". Additional information received on 18jun2019: 'it is alleged that "[pt] received a cook gunther tulip filter". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.